Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device electronic control unit was damaged and would not run, the thread saw blade coupling was damaged, and there was additional component damage. It was further determined that the device failed pretest for check saw blade coupling and functional test. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. Concomitant med products and therapy dates: battery casing device, (B)(6) 2020. (B)(6). UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device was still working when the trigger was released. It was further reported that there was a bad contact between the battery oscillator device and the battery casing. It was reported that there was no delay to the surgical procedure as a spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.